Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the active blade of the harmonic scalpel broke in two, falling outside of the patient. Opened new shear. The procedure was prolonged 15 minutes.